Event description:
Spinal needle did not work properly. Physician unable to remove stylet. Following case, stated appeared to be rusted. The product was replaced with no known pt sequelae from this event.